Event description:
One touch ultra meter errors 1-4 were each resolved with troubleshooting. There was a reported inaccurate low control of c15, however, the patient did not have control solution therefore no troubleshooting could be done. It was also reported that the meter powered off during use. However, a successful blood glucose test was performed during troubleshooting. There was no medical attention sought, no symptoms of high or low blood glucose with any of the above issues. The patient also reported blood glucose results of 430mg/dl and 43mg/dl with a lifescan meter, performed within 20 minutes of each other. The readings were followed at some time by feelings of cold sweats, shakiness, panic and nausea. The patient ate food and/or drank bevarage following use of meter. No medical treatment was reported. The meter, test strips, and control solution were replaced and return expected.